Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) system was removed due to infection. The epicardial left ventricular (lv) lead was capped, remained in the patient, and was later put back in service when the patient received a new system approximately two months later. No further patient complications have been reported as a result of this event.